Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Patient was revised to address poly wear and debris, osteolysis and loosening of the stem and glenoid. Manufacturer of the cement used at the primary surgery is unknown.